Manufacturer narrative:
(B)(4)..

Event description:
The device is failing its self tests. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.